Event description:
It was reported to boston scientific via an article published in the journal of endourology that a prospective study was conducted to evaluate the clinical efficacy of rezum vapor therapy in patients with catheter-dependent urinary retention. A total of 44 patients with catheter-dependent urinary retention were treated with rezum between april 2019 and june 2023 at two high-volume centers in canada. Follow-up assessments were conducted at baseline of 1 month, 3 months, 6 months, and 12 months to evaluate the rates of spontaneous voiding and catheter independence. During the follow-up period, by the 12-month mark, the following complication was reported: 1 patient required reoperation. It was noted that during the trial of void (tov), urinary tract infections were noted in 6 of 10 cases, and hematuria in 2 of 3 cases among those who failed their initial tov. Reference literature article "effectiveness of rezum for catheter-dependent urinary retentions: 12 months outcomes of a real-world database." Included with this report for a full listing of physicians and health care facilities.

Manufacturer narrative:
This report is report is being submitted to correct the missing literature citation in apa format: elterman, d., ferreira, r., bhojani, n., chughtai, b., zorn, k.c. (2025). "Effectiveness of rezum for catheter-dependent urinary retentions: 12 months outcomes of a real-world database.". Journal of endourology, 38(1), a375-a376. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the journal of endourology that a prospective study was conducted to evaluate the clinical efficacy of rezum vapor therapy in patients with catheter-dependent urinary retention. A total of 44 patients with catheter-dependent urinary retention were treated with rezum between april 2019 and june 2023 at two high-volume centers in canada. Follow-up assessments were conducted at baseline of 1 month, 3 months, 6 months, and 12 months to evaluate the rates of spontaneous voiding and catheter independence. During the follow-up period, by the 12-month mark, the following complication was reported: 1 patient required reoperation. It was noted that during the trial of void (tov), urinary tract infections were noted in 6 of 10 cases, and hematuria in 2 of 3 cases among those who failed their initial tov. Reference literature article "effectiveness of rezum for catheter-dependent urinary retentions: 12 months outcomes of a real-world database." Included with this report for a full listing of physicians and health care facilities.